Manufacturer narrative:
This report is submitted on may 7, 2019. (B)(4).

Event description:
Per the audiologist, the patient experienced pain, device extrusion and skin dehiscence and subsequently was treated with topical antibiotics (date not reported). The patient is being clinically managed by the healthcare provider.